Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unknown access paclitaxel set was involved in a chemotherapy drug spill. The reporter indicated that the spill was related to an issue with connecting the set to a bag. The step of setup or therapy during which this occurred was not specified. There was no report of patient injury, medical intervention or adverse event associated with this event. No additional information is available.